Event description:
It was reported that the filter of a clearlink paclitaxel set was observed to be degrading during infusion. A non-baxter drug was diluted in 250 cc's of normal saline and was being infused at a rate of approximately 280 cc's/hour. Fifty-five minutes into the 1-hour infusion, the pump alarmed with an occlusion. At this time it was noticed that the filter appeared to have degraded, although the customer noted that all of the degraded material appeared to have remained in the filter. There was patient involvement, however there was no adverse event in association with this event. The customer said that the facility has used the same set with the same drug for "a long time" without issue. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: two companion samples were returned for evaluation. A visual inspection did not find any defects on the samples. During functional testing, the units passed without an issue. Therefore the reported condition could not be confirmed, nor could a cause be determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information becomes available, a follow-up report will be submitted.